Event description:
The complainant stated when he uses the red handle for the emergency trend, nothing happens. The trend function on the siderails is working.

Manufacturer narrative:
The accounts maintenance stated that the rod for the trend valve seems to be extended all the time. He replaced the trend valve to repair the bed.